Manufacturer narrative:
Product complaint #: (B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts were being made to obtain the following information and the device: can you please provide more event details? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device cut some or all of the tissue, but not staple the tissue? Did the device deliver any staples? If yes, were the staples that deployed into the tissue in the proper closed b-formation? If no, please explain. If the stapler did cut, but not staple tissue how was the transected tissue managed? To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
Jw 8.13.20it was reported that during a lymphadenectomy, reload did not staple. There was no patient consequence.